Event description:
It was reported that the pump became hot to the touch, and a temperature alarm was recorded at the time of the issue. There was no adverse impact to the customer's blood glucose level. The customer was directed to use multiple daily injections to ensure uninterrupted insulin delivery until a replacement pump was sent by technical support. The customer was advised on programming the replacement pump and connecting their continuous glucose monitor, as well as putting the faulty pump into storage mode before returning it to avoid additional charges.